Event description:
Event description guidant recieved information that this reliance lead had dislodged from this patient's left ventricle. The lead was removed from service and successfully replaced with an additional reliance lead. No other adverse events have been reported.